Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), adenomyosis ("adenomyosis"), fatigue ("chronic fatigue"), cognitive disorder ("cognitive disorders"), burnout syndrome ("burnout syndrome"), sleep disorder ("sleep disturbances"), anxiety ("anxiety"), depression ("depression"), headache ("headache"), myalgia ("muscle pain"), cough ("dry cough"), abdominal pain upper (" gastric pain"), gastrointestinal pain ("bowel pain"), abdominal distension ("abdominal swelling / sweating"), flatulence ("significant and excessive flatulence"), diarrhoea (" occurrence of watery, mucous or irritating (acidic) stools"), mucous stools (" occurrence of watery, mucous or irritating (acidic) stools"), anal fissure (" anal fissure"), haemorrhoids ("haemorrhoids"), feeling cold ("significant chilliness (cold)"), tremor ("tremors and shivers"), chills ("tremors and shivers"), defaecation urgency ("urgent need to go to the toilet;"), anal incontinence ("anal incontinence"), rectocele ("rectocele"), skin odour abnormal ("altered or abnormally strong body odour (sweating ++)"), hyperhidrosis ("strong body odour (sweating )"), memory impairment ("memory disturbance"), disturbance in attention ("concentration dificulty"), aphasia ("difficulty finding words,"), migraine ("persistent migraines"), head discomfort ("constrained head feeling"), head pain ("pain at the base of the skull that radiates to the back of the head,"), paraesthesia ("(tingling in some extremities)"), muscle spasms ("muscle spasm"), pruritus ("lower back itching"), burning sensation (" burning sensations"), tooth infection ("dental bone infections"), bruxism ("bruxism"), ear pain ("lancinating pain in the front of the ear"), temporomandibular joint syndrome (" temporomandibular disorder symptoms"), alopecia ("hair loss"), dry skin ("dry skin"), psoriasis ("itching psoriasis"), vision blurred ("vision disturbances; difficulty focusing"), dry eye ("dry itchy eyes"), eye pruritus ("itchy eyes"), eyelid disorder ("uncontrolled eyelid movements (small, sudden, repeated movements)"), arthralgia ("chronic joint pain"), tendon disorder ("tendinopathies"), spinal osteoarthritis ("osteoarthritis lumbar"), tendon pain ("chronic tendon and ligament pain in the hands , fingers, wrist, elbow and shoulder"), ligament pain ("ligament painn"), back pain ("muscle pain in the back, hips and shoulders"), muscle atrophy ("muscular atrophy"), muscular weakness ("progressive loss of strength, grabber for gripping objects") and post procedural infection (" post-operative infection") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2023 at the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to adenomyosis, fatigue, cognitive disorder, burnout syndrome, sleep disorder, anxiety, depression, headache, myalgia, cough, weight decreased, abdominal pain upper, abdominal pain, gastrointestinal pain, abdominal distension, flatulence, diarrhoea, mucous stools, anal fissure, haemorrhoids, feeling cold, tremor, chills, defaecation urgency, anal incontinence, rectocele, skin odour abnormal, hyperhidrosis, memory impairment, disturbance in attention, aphasia, migraine, head discomfort, head pain, paraesthesia, muscle spasms, pruritus, burning sensation, tooth infection, bruxism, ear pain, temporomandibular joint syndrome, alopecia, dry skin, psoriasis, vision blurred, dry eye, eye pruritus, eyelid disorder, arthralgia, tendon disorder, spinal osteoarthritis, tendon pain, ligament pain, back pain, muscle atrophy, muscular weakness or post procedural infection. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 26-mar-2024. The most recent information was received on 04-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced abdominal pain (seriousness criterion intervention required), adenomyosis ("adenomyosis"), fatigue ("chronic fatigue"), cognitive disorder ("cognitive disorders"), burnout syndrome ("burnout syndrome"), sleep disorder ("sleep disturbances"), anxiety ("anxiety"), depression ("depression"), headache ("headache"), myalgia ("muscle pain"), cough ("dry cough"), abdominal pain upper (" gastric pain"), gastrointestinal pain ("bowel pain"), abdominal distension ("abdominal swelling / sweating"), flatulence ("significant and excessive flatulence"), diarrhoea (" occurrence of watery, mucous or irritating (acidic) stools"), mucous stools (" occurrence of watery, mucous or irritating (acidic) stools"), anal fissure (" anal fissure"), haemorrhoids ("haemorrhoids"), feeling cold ("significant chilliness (cold)"), tremor ("tremors and shivers"), chills ("tremors and shivers"), defaecation urgency ("urgent need to go to the toilet;"), anal incontinence ("anal incontinence"), rectocele ("rectocele"), a first episode of skin odour abnormal ("altered or abnormally strong body odour (sweating ++)"), a second episode of skin odour abnormal ("strong body odour (sweating )"), memory impairment ("memory disturbance"), disturbance in attention ("concentration dificulty"), aphasia ("difficulty finding words,"), migraine ("persistent migraines"), head discomfort ("constrained head feeling"), head pain ("pain at the base of the skull that radiates to the back of the head,"), paraesthesia ("(tingling in some extremities)"), muscle spasms ("muscle spasm"), pruritus ("lower back itching"), burning sensation (" burning sensations"), tooth infection ("dental bone infections"), bruxism ("bruxism"), ear pain ("lancinating pain in the front of the ear"), temporomandibular joint syndrome (" temporomandibular disorder symptoms"), alopecia ("hair loss"), dry skin ("dry skin"), psoriasis ("itching psoriasis"), vision blurred ("vision disturbances; difficulty focusing"), dry eye ("dry itchy eyes"), eye pruritus ("itchy eyes"), eyelid disorder ("uncontrolled eyelid movements (small, sudden, repeated movements)"), arthralgia ("chronic joint pain"), tendon disorder ("tendinopathies"), spinal osteoarthritis ("osteoarthritis lumbar"), tendon pain ("chronic tendon and ligament pain in the hands , fingers, wrist, elbow and shoulder"), ligament pain ("ligament painn"), back pain ("muscle pain in the back, hips and shoulders"), muscle atrophy ("muscular atrophy"), muscular weakness ("progressive loss of strength, grabber for gripping objects") and post procedural infection ("post-operative infection") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to adenomyosis, fatigue, cognitive disorder, burnout syndrome, sleep disorder, anxiety, depression, headache, myalgia, cough, weight decreased, abdominal pain upper, abdominal pain, gastrointestinal pain, abdominal distension, flatulence, diarrhoea, mucous stools, anal fissure, haemorrhoids, feeling cold, tremor, chills, defaecation urgency, anal incontinence, rectocele, the first episode of skin odour abnormal, the second episode of skin odour abnormal, memory impairment, disturbance in attention, aphasia, migraine, head discomfort, head pain, paraesthesia, muscle spasms, pruritus, burning sensation, tooth infection, bruxism, ear pain, temporomandibular joint syndrome, alopecia, dry skin, psoriasis, vision blurred, dry eye, eye pruritus, eyelid disorder, arthralgia, tendon disorder, spinal osteoarthritis, tendon pain, ligament pain, back pain, muscle atrophy, muscular weakness or post procedural infection. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-apr-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.